Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain testing was performed on inratio strips during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product informed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant precision inratio inr results. Results are as follows: date: (B)(6) 2014, inratio inr: 1.0 and 2.4. The time between testing was five (5) minutes. Reportedly, multiple drips of blood was added to the strip and the sample was not applied immediately after the finger stick. Therapeutic range 1.8 - 2.6 for the pt. There was no reported adverse pt sequela. There was no additional info provided.